Event description:
It was reported that t:slim x2 pump battery would not charge and power source alert appeared around the time issue began. There was no reported adverse impact to the customer¿s blood glucose level. Customer confirmed use of a third-party wall adapter and tried leaving adapter plugged into working outlet, then successfully charged pump using different charging supplies, while technical support advised against routine use of non-tandem charging supplies and arranged shipment of replacement tandem wall adapter.